Event description:
Reportedly, while the vapor phase advanced humidifier was being used to provide humidification therapy for a patient, (patient data is unreported), the caregiver received a minor electrical shock when touching the mounting plate and the probe jack cover. There was no effect on the caregiver.